Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicated that surgical intervention had not yet occurred . No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter; product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-dec-06. It was noted that the pump was infusing gablofen (1000mcg/ml at 68mcg/day) at the time of the event. It was reported that the patient was not responding over time to increased amounts of balcofen. When implanted, the anchor was not tied down to fascia, it was anchored in loose adipose tissue. The anchor was still firmly gripped about the catheter and connected to tissue that was not at the facial plane. It was further noted that an x-ray had been performed in 2018 in which the catheter could be seen bunched up outside the spine. The old catheter was removed on (B)(6) 2019 and was replaced with a new one. The issue was considered resolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 25-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it was reported that the patient went in for a refill in august 2019 and they found the pump was flipped. They manually flipped it back and gave the patient the refill. The patient stated now (since the first week of september) she thinks it may have flipped again and is now pinched off and thinks she is not getting medication. The patient can barely walk or stand. The patient could not reach their healthcare provider and was getting frustrated. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial# (B)(4), ubd 2013-03-25, UDI# (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the catheter pulled from the intrathecal space. The patient came in to the clinic for a dye study. The pa (physician assistant) and radiologist performed the dye study. The dye study showed pooling of the dye in the subcutaneous space outside the spine. The were no known or identified environmental, external or patient factors that may have led or contributed to the issue other than the patient used a wheelchair. There were no actions and interventions taken to resolve the issue at present. It was noted that surgical intervention did occur. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. It was noted that the pump was delivering gablofen, dose and concentration not reported. The patient status was noted as alive, no injury and no further complications were reported or anticipated.